Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the us list number, the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported 12 nov 2019 that the patient was admitted to the hospital on (B)(6) 2019 with stoma site discharge, sepsis, abdominal pain, abdominal hematoma, and fever. Patient was initially treated with IV unasyn, switched to an unknown IV antibiotic, then to oral augmentin. While in the hospital, the patient also experienced pyrexia and abdominal pain and was treated with tylenol and norco. Duopa therapy was not interrupted.

Manufacturer narrative:
Reference record (B)(4). Was: catalog number is the us list number, the international list number is unknown. Is: catalog number is the us list number.